Event description:
It was reported the customer received the following results on an aviva meter, compared to a lab result, within 10 minutes: 77 mg/dl (meter) and 37 mg/dl (lab). No adverse event reported. Return of the suspect device was requested for evaluation.